Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer safestep 20g x 0.75 in huber needle set has a leaky proximal y-site when the rn flushed with normal saline after accessing the patient. This caused a slight delay as a new needle to be used. No patient impact reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking y-site is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Safestep infusion set with y-site was returned for evaluation. An initial visual observation revealed little use residues throughout the returned infusion set. A functional test of attempting to infuse water into each luer using a 12 ml syringe revealed the safestep infusion set to be leaking at the white luer of the y-site. A microscopic observation revealed four small, longitudinally aligned cracks along the white luer of the y-site. Because leaks in the y-site were found, the complaint of a leaking infusion set is confirmed. This complaint will be recorded for future trending and monitoring purposes. The device is a supplied component and the supplier has been notified of this event. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer safestep 20g x 0.75 in huber needle set has a leaky proximal y-site when the rn flushed with normal saline after accessing the patient. This caused a slight delay as a new needle to be used. No patient impact reported.